Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube has low draw issue."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® k2 edta 3.6mg experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during using the tube, it found that the tube has low draw issue."